Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that ocular artery aneurysm. After semi releasing the stent, the aneurysm was filled with coils. The position of the stent was not ideal, planned to retrieve it. However, after multiple attempts, it could not be retrieved. The stent became detached and herniated into the aneurysm. Advance the middle catheter above the neck of the aneurysm, then used a balloon to compress the stent, and remove the stent. Replaced with a new stent for treatment. No reported injury to the patient.

Event description:
See h10.

Manufacturer narrative:
The investigation found the stent returned fully deployed. The stent was loaded onto an in-house pusher and advanced through an in-house microcatheter for functional testing. The stent was able to advance and retract without resistance or premature detachment and fully open upon deployment. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint. As the pusher and microcatheter used in the procedure were not returned for evaluation, the investigation could not test the device in the exact conditions present during the reported event; furthermore, the investigation could not determine if a condition existed on either component that would have caused or contributed to the reported complaint. Therefore, this complaint is considered non-verifiable.